Event description:
(B)(6) study: the surgeon cut pump catheter during surgical transaction on (B)(6) 2006, as noted by surgical dictation. An x-ray on (B)(6) 2006, showed repair of catheter following repair of spinal fusion. Pump reprogrammed on (B)(6) 2006. Resolved without sequelae.

Manufacturer narrative:
(B)(4).